Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported left side ¿loss of implant integrity¿, ¿free silicone in the lower inner quadrant which appeared to be outside of the implant¿, ¿silicone implant is breakdown and a concern was raised about silicone leaking through the implant¿, "have been recalled", and "lump". Healthcare professional later reported rupture diagnosed via ultrasound and mammogram. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6

Event description:
Patient reported left side ¿loss of implant integrity¿, ¿free silicone in the lower inner quadrant which appeared to be outside of the implant¿, ¿silicone implant is breakdown and a concern was raised about silicone leaking through the implant¿, "have been recalled", and "lump". Healthcare professional later reported rupture diagnosed via ultrasound and mammogram. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6

Event description:
Patient reported left side ¿loss of implant integrity¿, ¿free silicone in the lower inner quadrant which appeared to be outside of the implant¿, ¿silicone implant is breakdown and a concern was raised about silicone leaking through the implant¿, "have been recalled", and "lump". Healthcare professional later reported rupture, "ruptured and disintegrated implant, capsular contracture baker grade ii" diagnosed via ultrasound and mammogram. Device was explanted and replaced with a non-abbvie device